Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 141 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.